Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized in intensive care unit. The blood glucose reading was over 850 at the time of hospitalization. Customer stated that her infusion set cannula was bent when it was removed at the hospital. Nothing further was reported.